Event description:
The reporter claimed that she received hcp medical intervention for a low blood glucose reading of '48 mg/dl' and severe neuropathy pain on either (B)(6) 2012. The patient did not report of any product malfunction associated with this incident. Allegedly, her blood glucose has been erratic ranging from 48-300 mg/dl. During troubleshooting, the animas representative assessed the patient's alleged blood glucose excursion by evaluating the animas pump. The advance features and the basal segment are correctly programmed according to the patient's usage at the time of the event. The date and time was confirmed to be accurate. There was product misused. The animas representative concluded there was no pump malfunction associated with the alleged event. This complaint is being reported because the patient had low blood glucose of 48 mg/dl and required hcp medical intervention while on insulin pump therapy. It is not clear whether the incident was attributed to diabetes management, use error, or intentional misuse.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.